Event description:
In 2007, the pt underwent the surgery with t2 femoral nail. Seven days later, the surgeon found that the condyle screw nut had backed out from the condyle screw. The surgeon is planning to revise the screw and nut.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be submitted on a supplemental report.